Manufacturer narrative:
The hvad is used for treatment not diagnosis. The facility reported a patient with a broken power source connector on the controller; the patient exchanged the controller. There was no reported patient injury related to this event. The device was not returned to the manufacturer for evaluation, however, review of the manufacturing records indicate the controller met all specifications prior to being released. The root cause of the reported "poor mechanical connection" cannot be conclusively determined, however, it may be attributed to bent pins or damaged connector outer groves, likely a result of a combination of improper handling, material durability and assembly interferences. The manufacturer has an open internal investigation to evaluate these types of issues. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the (B)(6) that the controller had a broken power port. The patient performed a controller exchange. The device was removed from service and the patient was issued a replacement device. The device was not returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.